Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that  there was an alleged inaccuracy. The manufacturer representative (rep) stated that there was an alleged inaccuracy during an automated trajectory guidance unit case. Registration was completed with a mixture of touch points and tracing. Registration seemed accurate and had a 0.5 accuracy metric. The site aligned the system and then made an incision. The drill guide was placed and then the trocar. The trocar was placed and tapped. They noticed at this point that it had seemed that the system alignment had shifted slightly about 0.4mm. The site re-aligned the system and started drilling. More bleeding than normal was noted than was expected. They completed the biopsy and successfully got the required diagnostic tissue. They completed a post biopsy CT and noticed a sub-arachnoid hemorrhage. The post CT also revealed that their entry point was 4mm inferior to their planned entry although the target point was still accurate. The path of the biopsy needle went through the sulcus instead of the gyrus. The patient showed signs of aphasia after the procedure. There was no reported delay to the procedure.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 29631, serial/lot #:(B)(4), product ID: 9735737, version #: 2.0.0. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that they didn¿t struggle while drilling, and actually watched the screen as they drilled. The error did not go up wildly, it went from around .3 to 1.0, somewhere in that range. Also, they don¿t recall seeing any flashing lights on the "tu" or a dotted circle on the "cu". They don't float the drill guide, they tap it into the bone. So they were not sure why the measurements were consistently 1, sometimes 2, millimeters short when the drills. The site was out of navigation biopsy needles and have been using needles they could not track. They used the "pbb" to reset the entry point of the plan on the top of the 2.2mm reducing tube to double check the length they needed to mark this needle to when doing the biopsy. This was a safety check to make sure the length was correct since they couldn¿t track the needle on the navigation system. They did not follow plan 1, only plan 2. The site stated that the air hole should be next to the needle instead of right where the needle was that is the direction they had the cutting window pointed when they took the tissue samples. The only sample in the one direction and the needle was where they wanted/expected it to be, based on their plan. They also said that the air holes were not fixed and could actually move. The site wanted to try to understand why the entry point was off so much that they ended up in a sulcus instead of the gyrus they planned to go through. They did have to drill 2-3 times to break through the bone. The hole was wider than they thought because of the additional drilling. They measured the thickness of the bone. This patient has recovered their speech and with regards to the initial post-surgery issues, they seem to be getting better. They have other issues unrelated to their procedure and it was difficult to know for sure, but many patients recover from subarachnoid hemorrhages like what they have.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The archive contained CT images and mr images. Mr-2 was not to protocol and slice spacing was greater than 2mm. Registration was done with an accuracy of 0.5mm. Traces were taken on the forehead, right side and left side of the anatomy. Trace points were not taken on the nose and some traces were outside the blue area. Some were below the skin. Three touch points were taken. One point was below the skin. There was not evidence that software contributed as the cause to the alleged issue. H6: b01, c19 and d15 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.